Manufacturer narrative:
Country of event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an implantable neurostimulator (ins) in the box icon was seen.